Event description:
Reporter alleged obtaining a result of 554 mg/dl on the mobile system compared back to back with a result of 34 mg/dl on an unknown compact plus system when testing was performed within 10 minutes. Reporter stated that the customer received the treatment of (B)(6) and a little glucose as he was unable to treat himself. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the mobile suspect device system used. There was not any information available on the compact plus system used.